Manufacturer narrative:
The console is expected to be returned for evaluation. A follow up report will be filed if additional information is received.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console displayed ec179 during priming and multiple times when giving a warm dose. The case was completed without the console. There were no patient complications resulting from the alleged incident.